Event description:
The confirm clearly home pregnancy test, dist by durex, is seriously flawed. It has resulted in false positives for me on 3 occasions. A blood test ordered by my dr alerted me to the fact that I wasn't having miscarriages-the test was producing false positives! This is widespread and it's devastating women across the country. The product is carried by a drug store and I think by a large retailer. The drug store has informed me that they will be removing it from their shelves, but I am monitoring to ensure that happens. If you google for "confirm clearly false positive" you will have first-hand accounts from many, many women. This product should be recalled immediately!